Manufacturer narrative:
Qc was run before and after the incident. The customer stated to bci field service engineer (fse) that the creatinine (cre) module was erratic. The fse cleaned the module, calibrated, ran qc and a precision test. All results met established ranges. Fse ordered a cre module for replacement. The cre module was replaced on (B)(6) 2010 and the part is being returned to bci for investigation. The following medwatch report numbers are linked to this event: 2050012-2010-01093, 2050012-2010-01240, 2050012-2010-01241, 2050012-2010-01242, 2050012-2010-01243, 2050012-2010-01244, 2050012-2010-01245, 2050012-2010-01246, 2050012-2010-01247, 2050012-2010-01248, 2050012-2010-01249, 2050012-2010-01270, 2050012-2010-01271, 2050012-2010-01272, 2050012-2010-01274, 2050012-2010-01275, 2050012-2010-01276, 2050012-2010-01277, 2050012-2010-01278, 2050012-2010-01279.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding 20 false high creatinine (cre) results that were generated by the unicel dxc 800 pro synchron clinical chemistry system. The erroneous results were reported outside the laboratory; however, the samples were rerun on another instrument and the results were amended. Patient #14 results were not provided by the customer. It is unknown if patient treatment was initiated or withheld with regard to this event.